Event description:
A cracked and shattered touchscreen on a pump was reported, resulting in the customer being unable to interact with the device due to an illegible display. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.